Event description:
Customer reported visiting her doctor due to high blood glucose levels. Blood glucose level was 472 mg/dl at the time of the call. Customer reported being treated by her doctor. Customer stated that her doctor treated her high blood glucose level.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.